Manufacturer narrative:
Mar cor was notified that the motor of an f801 portable ro unit (manufactured prior to 2000) failed causing a delay in treatment for one patient. The reported f801 fresenius ro unit was manufactured prior to the year 2000. The f801 expected product life span is 7 years. Mar cor purification visually inspected the f801 upon receipt of the returned machine. It was photographed and documented that the machine was covered in corrosion and/or rust on almost every surface. This evidence reveals that the unit was not maintained properly. Please reference attached photos: complaint (B)(4). There are no reports of patient injury or illness as a result of the failure. This complaint will continue to be monitored within mar cor purification complaint system.

Event description:
Mar cor was notified that the motor of an f801 portable ro unit (manufactured prior to 2000) failed causing a delay in treatment for one patient.